Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the instrument was received, and the distal tip is stripped which may hinder the functionality. Nothing is broken with the instrument. No other issues were noted. The received condition is consistent with the complaint condition thus the complaint is confirmed. A device failure was identified. After a visual inspection per guidance provided it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot = a review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number mi53099 was released in a single batch. Batch1: lot qty of units were released on 26oct2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review = the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the tip of the screwdriver snapped off in the screw and the surgeon was unable to advance/ back out the screw. The surgeon had to burr away the tulip to allow the rod to be seated properly. During the final tightening of the locking set screws, the torque shaft was spinning in the set screw interface. The immediate tighteners appeared to be worn out and need to be replaced. There was a surgical delay of twenty (20) to twenty-five (25) minutes. The procedure was completed successfully with the use of other devices. Concomitant devices reported: set screw (part number unknown, lot unknown, quantity unknown), xpdm quick-con si poly scwdrvr (part number 279712400, lot mi61165, quantity 1), single innie inserter (part number 279702000, lot gm4196303, quantity 1), x25 final tightener (part number 279712600, lot gm4233201, quantity 1), screws (part number unknown, lot unknown, quantity 1), single innie inserter (part number 279702000, lot gm4196303, quantity 1). This report involves one (1) expedium spine system quick connect si poly driver. This is report 1 of 3 for (B)(4).